Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was implanted. There were no signs or symptoms of pericardial effusion during the procedure, however; effusion was observed by transthoracic echo eight hours after the procedure. The patient had shortness of breath. No intervention was done and the patient was discharged the following day. The cause of the effusion is unknown.